Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to plug the wall adapter into a working outlet for at least 30 minutes to initiate charging; customer agreed to try this method and opted out of further follow-up from technical support.